Manufacturer narrative:
Product analysis : could not confirm customer comment(s). External pulse generator (epg) powers on and off with no issues found. Atrial output connector is broken. Main keypad 'on/off' button and 'lock' button are collapsing. Out of specification (mechanical). Still works electrically. Battery drawer sticks, lower case. Both wires on the liquid crystal display (lcd) are pinched. (Not compromised). All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when activating the external pulse generator (epg) for the patient, the device turned off and would not turn back on. The epg was returned for service. No patient complications have been reported as a result of this event.